Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified surgery at th3-l1 levels. The patient had adolescence idiopathic scoliosis. Intra-op, the surgeon used the concerned wide blade hook at the most cranial level t3 and conducted temporary fastening. At that time, probably a screw head got stripped or the groove of the hook got opened as set screw got jerked up at the certain torque. The surgeon did not replace the hook because it was just after spinal correction. He replaced the set screw instead, using rrp to keep the groove from opening up. Final tightening went well and the surgery was completed. The concerned item was used on the right (convex side) and so there is probably no strong force applied on the implant. Set screw was replaced in this surgery but it was difficult to specify which products have a problem. The event extended the surgery for not more than 15 minutes. The products were used in the patient. No patient complications were reported.